Manufacturer narrative:
Submit date: 2017-06-28. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on the (B)(6) 2017, during use of the kangaroo joey safety screw spike with flush bag had leaking issues as the purple attachments were coming off and the bag started leaking.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance. One used sample was received and analyzed. During the visual inspection it was observed that there was cyclohexanone on the tubing and the cross spike was detached from the tubing. A possible root cause for detachment could be a dimensional gap between the connector and the tubing causing the leaking or detachment if the tube or connectors are pulled incorrectly or with unintentional excessive force. A formal corrective and preventative action investigation was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing. This will help mitigate leaking and/or possible detachments. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.